Event description:
Overinfusion of cardizem. Primary set at 70 ml/hr; secondary set at 10 ml/hr. Total = 125 ml. All infused in 20 mins. No injury to the pt involved. Clinical engineering could not duplicate.